Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was being prepared for a ureteral dilatation procedure. According to the complainant, during preparation, the balloon was not inflating. A different sized balloon was then used and the physician completed the case without complications. Follow up with the complainant revealed that the balloon leaked. The procedure was completed with a different device. There were no patient complications and the patient condition was reported as "okay."

Manufacturer narrative:
An evaluation has not yet been performed; therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed. (B)(4).